Event description:
Complainant alleged that during a routine shift check by a clinician. The device intermittenly made a continuous clicking sound when powered on. The complainant indicated that there was no pt involvement in the reported failure.